Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of difficulty pressing buttons on their device. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the keypad was changed out to reduce button errors. The customer states they will monitor the device and call back if issues persist. Nothing is being returned or replaced at this time.